Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Fse replaced the cmos battery of the host pc, but issue was not resolved. So fse copied bios settings from sister system in same department. To ensure proper bootup, fse replicated the settings into the host pc, performed multiple power cycles, calibrated the generator and detector, ran level one image quality (iq) tests to ensure image quality, and installed the most recent database. After replacement and repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that host pc would not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.